Event description:
Ihealth at-home covid-19 test was defective. Neither control nor test line showed up. Some blown-out-looking purple ink could be seen on the test strip. FDA safety report ID# (B)(4).